Event description:
The patient was revised due to pseudo tumor on (B)(6) 2012. 1st op: 2007 (B)(6) right tha 36mm/54mm ultamet. 2nd op: 2007 (B)(6) left tha 36mm/54mm ultamet. Both op were performed at (B)(4) hospital. She started to complain pain and inflammation from (B)(6) last year. (B)(4) surgeon took her MRI to investigate more deeply. Result of the inspection, both hip had a metal debris, it will be caused to the pseudo tumor. Pt background; (B)(6) old, female (B)(6). On (B)(6) 2012, the revision surgery was performed at both hip to replace the head and the liner at (B)(4). Pseudo tumor enucleation was performed at the same time. The removal implants were found a corrosion and metal wear. Acetabular cups were pinnacle-a54mm(mah:jmm). The surgeon ordered jjkk to conduct detailed investigation not only external observation but also quantitative measurement. Volume of wear, dimension measurement, etc.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices and patient x-rays by a depuy principal engineer confirms edge wear. The patient is bi-lateral. Redlux images indicate the edge wear occured on one of the head/liner combinations, but it is not possible to say how this may have affected the contralateral part patient x-rays confirmed the cup angles to be within recommended values with limited version on the left side, as well as a possible gap on the lateral shoulder. It was initially reported that the patient is considered obese. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-mature failure. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.